Event description:
It was reported that during a laparoscopic nissen procedure the trocars began leaking after removal of a 10mm instrument. It seemed like the seal had shifted and the valve buckled up or under holding a buckled position to let air escape. The surgeon had to poke it to get it back into shape. The procedure was completed with the leaking trocars. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? No. Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, no. What was the gas consumption rate or volume (liter/minute)? High. Was any torque being applied to the trocar or device? No. The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b and c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b, c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4) leak failure (B)(4).